Event description:
The ge oec 9600 fluoroscopy system displayed housing hot during boot cycle.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction or error. The temperature sensor was checked and connections, and system functioned as expected. It was reported that during the previous case, prior to malfunction, the system had been covered with blood and fluids, possibly causing the error code. An x-ray tech had cleaned blood and fluids from system, prior to fse arrival, when system was found to functioning as intended. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.